Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the cutter did not actuate when connecting it during surgery. The status of the aspiration was not known. The product was replaced and the procedure was completed. There was no harm to the patient.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. One opened probe was received with a tip protector, in a tray along with other items, for the report of did not actuate. The returned sample was visually inspected and found to be non-conforming with the inner cutter in the port. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore an actuation failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming; however, due to the number of related complaints, an investigation has been initiated to investigate the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).